Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of burning and almost bleeding. Patient did seek medica treatment and was prescribed a cortisone cream. The patient did follow proper skin preparation instructions.